Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that a fluid was discovered during dwell 2 of 4. The patient was connected during the incident and the fluid leaked from unknown. The patient could see fluid leaking under the cycler. There were no alarms/warnings prior or after the leak. There were a few droplets of fluid at the top of the inside of the cassette door. No holes or tears could be seen on the cassette; the film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the patient confirmed the reported event. Per patient during their pd treatment dwell 2 of 4 on (B)(6) 2025 they noticed that there was some fluid underneath the cycler. The patient stated that they could not determine where exactly the fluid leak was coming from since the inside the cycler was dry, the cassette was dry and there was no moisture or wetness on the tubbing¿s or connections. Per patient there were no external leaks from the solution bag or any connections prior, during, or after the event. The patient confirmed that there were no known delivery issues or damage to the delivery box the supplies were delivered in. The patient stated that there were a few droplets of fluid, maybe one or two, at the top of the inside of the cassette door, but that was it and they were able to clean it with their finger. The patient stated that they let the cycler dry out for about fifteen (15) minutes before using it again for treatment that day. The patient was able to complete treatment on the cycler on the day of the reported event after setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that a fluid was discovered during dwell 2 of 4. The patient was connected during the incident and the fluid leaked from unknown. The patient could see fluid leaking under the cycler. There were no alarms/warnings prior or after the leak. There were a few droplets of fluid at the top of the inside of the cassette door. No holes or tears could be seen on the cassette; the film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the patient confirmed the reported event. Per patient during their pd treatment dwell 2 of 4 on (B)(6) 2025 they noticed that there was some fluid underneath the cycler. The patient stated that they could not determine where exactly the fluid leak was coming from since the inside the cycler was dry, the cassette was dry and there was no moisture or wetness on the tubbing¿s or connections. Per patient there were no external leaks from the solution bag or any connections prior, during, or after the event. The patient confirmed that there were no known delivery issues or damage to the delivery box the supplies were delivered in. The patient stated that there were a few droplets of fluid, maybe one or two, at the top of the inside of the cassette door, but that was it and they were able to clean it with their finger. The patient stated that they let the cycler dry out for about fifteen (15) minutes before using it again for treatment that day. The patient was able to complete treatment on the cycler on the day of the reported event after setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.